Event description:
Tube were observed broken in centrifuge; while decapping a tube, one broke resulting in a cut through the tech's glove causing a cut to a finger. Follow up testing performed for hiv and hepatitis, results negative.